Event description:
The excluder bifurcated endoprosthesis trunk ipsilateral device was positioned and developed. A contralateral leg was advanced to the implant site and the clinician realized the device was 2cm too long. While removing the catheter the olive tip cought on the end of the sheath and appeared to have detached. A dditionall, the device deployed and unintentionally covered the right hypogastric vessel. The olive tip and catheter were removed successfully and another contralateral leg was implanted to connect the trunk ip-silateral device with the first contralateral leg. The pt was fine at the end of the procedure.